Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hub detached from the sheath. It was reported that when trying to overcome resistance in advancing the dilator through the vizigo sheath, the irrigation port "snapped off too easily." The hemostatic valve hub broke into two pieces and the flush line broke off. The sheath was not being used on the patient. It broke when the tech was putting in the dilator. The tech had to use more force because the dilator was a tight fit. The tech¿s hand slipped, and he hit the hemostatic valve, breaking it into two pieces on the scrub table. The sheath was replaced, and the case was completed. No adverse patient consequence was reported. The resistance with sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The hub detachment was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The device evaluation was completed on 11-apr-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hub detached from the sheath. It was reported that when trying to overcome resistance in advancing the dilator through the vizigo sheath, the irrigation port "snapped off too easily." The hemostatic valve hub broke into two pieces and the flush line broke off. The sheath was not being used on the patient. It broke when the tech was putting in the dilator. The tech had to use more force because the dilator was a tight fit. The tech¿s hand slipped, and he hit the hemostatic valve, breaking it into two pieces on the scrub table. The sheath was replaced, and the case was completed. No adverse patient consequence was reported. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device visual analysis, the vizigo¿ sheath, the brim cap, and the hemostatic valve were found in good condition. However, the irrigation port was found detached. A functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and some resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. A device history record review was performed for the finished device 00001845 number, and no internal actions related to the complaint were found during the review. Additional investigation was initiated to address the root cause for the resistance to sheath issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).